Event description:
A surgeon reported that during lasik surgery, following creation of the corneal flap, in the right eye, three smaller air bubbles were noted in the anterior chamber. The bubbles interfered with the second portion of the procedure, as the laser could not track the pupil. The procedure was aborted. The next day, the treatment was successfully completed. There were no issues noted during treatment for the left eye. No further info is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).